Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) slightly moved from the initially deployed position. It was possible that the tines had not fixed properly during deployment.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2020, (B)(4), mfg date: (B)(6) 2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), thresholds rose and reached high levels after the tether was cut. It was suspected that the gooseneck curve was shaped inadequately. Pressing of the device may have been inadequate due to the considerably low position of the sheath. The ipg and the delivery system was removed and replaced. No patient complications have been reported as a result of this event.